Event description:
Consumer reported complaint for error message (e-5) and meter staying in test mode. At the time of the call the customer reported having a headache; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer, the true metrix meter stayed in test mode. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2024 and open vial date is two days prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-0/e-2. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the replacement products resolved the initial concern- unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.